Manufacturer narrative:
A bci field service engineer (fse) found one of the wash concentrate supply valves was leaking from the bottom. Fse replaced the tubing for all three-way pressure/vacuum valves and all the tubing for the two-way fluidics valves replaced.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak underneath the synchron lx 20 pro clinical system. No injury was reported.